Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing were noted on the device. There were episodes of tachycardia during exercise that were not recorded by the device. Technical support was contacted and device reprogramming is anticipated. The patient was stable and will continue to be monitored.